Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that a true af egm occurred, and the implantable cardioverter defibrillator exhibited competitive atrial pacing and inappropriate ams. Further information was requested however, was not provided.